Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 385 mg/dl. Caller stated that the customer's insulin pump was not recording accurately the boluses in bolus history and was alarming no delivery. Nothing further was reported.